Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Customer care attempted multiple callbacks and sent emails to troubleshoot the problem, but the customer remained unresponsive. The case was escalated to the next level of support.review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. Despite repeated outreach via calls, sms, and emails, the customer did not engage. Upon review, the system was functioning with up-to-date information in dms. B4.date of this report 02 jan 2026. G3.date received by the manufacturer? 02 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and an escalation response was provided. A review of dms indicated that the user was advised to re-link the sensor. During follow-up, the user remained unresponsive to multiple communication attempts for further assistance. Upon review of dms, it was confirmed that the user is currently using the system and that the information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.